Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), prolapsed anterior leaflet and tethered restricted posterior leaflet for a mitraclip procedure. During the procedure, mitraclip xtw was positioned at anterior and posterior leaflet (a2-p2). First lock test was successful, and lock line was removed. During the second lock test clip opened while locked to approximately 40 degrees. Physician was unable to open the clip beyond 40 degrees. Physician decided to close and deploy the clip. Clip was deployed. After deployment, clip opened to approximately 40 degrees. Second mitraclip xtw was implanted lateral to the first clip for stabilization. Physician decided to implant another mitraclip, as mitraclip was not available at the site, physician decided to implant triclip on the mitral valve. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.